Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure. Biomed stated that they would order and replace the circulation pump onsite. They called in today to state that did not have time to work on this device and would now like a quote for the 2000 hour service. Per sample evaluation results received on 30may2023, it was reported that the tube was double bend the chiller evaporator outlet tube were expanded.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and it was confirmed that the device would not autofill during decon and would not fill due to a failed circulation pump as the motor had seized. Replaced circulation pump motor sn (B)(6) with motor sn (B)(6). Completed the 2000-hour pm procedure on the device. The double bend tube and the chiller evaporator outlet tube were expanded. Serviced of circulation pump sn (B)(6) and mixing pump sn (B)(6) replaced heater lot 1839 with lot 2303, and replaced both manifold o-rings and drain valves. Replaced the double bend tube and the chiller evaporator outlet tube. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. A ctu calibration was performed. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed that the circulation pump would not generate pressure. Biomed stated that they would order and replace the circulation pump onsite. Per additional information received on 01mar2023, they did not have time to work on this device and would now like a quote for the 2000 hour service. There was failed circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.